Event description:
Complaint reportable based on device analysis approved on 04/15/2009. It was reported that during preparation for a percutaneous coronary procedure and rotational atherectomy, there was difficulty advancing the guide wire and it became stuck in the guide catheter. The 90% stenosed lesion was located in the calcified and mildly tortuous left anterior descending coronary artery. The physician introduced the rotoblator rotalink plus 1.50mm burr and rotablator guide wire into the guide catheter, however, the rotablator guide wire and burr "did not advance smooth". Upon inspection, the burr became "stuck" inside the guide catheter. This event occurred outside the patient. The procedure was successfully completed with another of the same device. No post-procedure complications were noted, and the patient's status was reported as "good". Device analysis revealed a guide wire fracture.

Manufacturer narrative:
Device analysis revealed that a portion of the distal tip section was detached from the wire (weld ball) and the distal spring coil assembly and core wire were fractured. The returned sample was submitted for scanning electron microscope analysis which revealed that the fracture surface of the spring coil exhibited elongated dimple ruptures in a torsional direction. No material anomalies were noted. The core wire fracture surface exhibited a fibrous appearing structure running in a longitudinal direction, which was noted as exposed grains of the wire. This is typical of a bending type fracture. No material anomalies were noted. The results indicate that the spring coil fractured as a result of a torsional overload and the core wire fractured as a result of a bending type overload. The device history record confirms that this device met all material, assembly and performance specifications. The most probable root cause can be attributed to operational context.